Event description:
Customer called on (B)(6) 2012 reporting of a fluid leak in the primary mode area of the beckman coulter coulter lh 750 hematology analyzer. Customer stated that the leak was contained and did not appear to be affecting patient results. Customer indicated that no erroneous results were reported out of the lab. Customer was wearing personal protective equipment consisting of gloves, lab coat and eye protection and there was no exposure or injury reported. Customer technical support (cts) had advised the customer to discontinue use of the analyzer until serviced. Field service engineer (fse) was dispatched and replaced a plugged check valve (not identifier) for the needle which aspirated a clot. Fse stated that the check valve allows liquid to flow in one direction only and the instrument had aspirated a clot which caused the check valve to be clogged.

Manufacturer narrative:
(B)(4).